Event description:
Reported as: "ap(s) implanted band not removed, just repositioned". Follow-up finding: "band slippage".

Manufacturer narrative:
Medwatch sent to FDA on: 05/07/08. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product. Therefore, no analysis or testing has been done. No additional information has been reported to allergan regarding the explant date. Device labeling addresses the reported event of slippage as follows: "over dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. The dissection should be the same size as the band or even smaller to reduce the possibility of band and/or stomach slippage."